Manufacturer narrative:
(B)(4). Concomitant medical products: 16-104150, rnglc+ ltd hole fin shl sz50, 157860; ep-105933, epoly 32mm rlc lnr mrom sz23, 114070; 163668, 32mm mod head cocr -3mm neck, 753070; 103533, ti low profile screw 6.5x30mm, 973110. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised with orif one day post implantation due to periprosthetic fracture with subsidence of the stem. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via operative notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.